Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, after aspiration, the physician removed the 5max ace from the patient for later use in the same procedure. However, upon removal, the 5max ace was found to be stretched. The procedure was completed using a new 5max ace. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Correction to PMA/510(k): k133317.